Manufacturer narrative:
Pr (B)(4) follow up for device evaluation. It was reported a piece of the black rubber stopper was floating in the saline. To aid in the investigation, one sample with no packaging flow wrap and two photos were received for evaluation by our quality team. A visual inspection was performed, and there is a loose particle in the syringe that is 1/8" x 1/32". The particle has the same material composition as the rubber stopper. The rubber stopper in the syringe has no damages. The two photos provided show the sample received. No other defects or imperfections were observed. This defect could occur if a particle was left adhered to the stopper during the rubber stopper trimming process. A device history record review was completed for provided material number 306544, lot 4317284. The review did not reveal any detected quality issues during the production of this lot that could have contributed to the reported defect. There were no related quality notifications. All processes and final inspections complied with specification requirements. The sample will be shown to associates for awareness. To date, there have been no other similar events reported for this lot. Based on the investigation and with the returned sample analysis the symptom reported by the customer is confirmed.

Event description:
No additional information received

Manufacturer narrative:
Initial MDR submission. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Event description:
Material # 306544 batch # 4317284. I had a nurse bring me a 3 ml saline flush yesterday that she opened form the package and was about to use when she noticed a piece of what looks like the black rubber stopper floating in the saline. Small enough it could have been pushed out of the syringe into the line. Customer response received on 03-feb-25 1. Can you please provide an exact date of event the syringe was discovered on 01-29-2025. 2. Describe any patient harm, injury, complication or negative outcome that occurred as a result of the event. No patient harm, injury, complication or negative outcome occurred. The nurse was about to flush an IV when she saw the piece floating in the saline.